Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed, on the radius side assessed, as fold flaw opening. Additional observations: non-penetrating nicks observed. Observed, 40 mm dark patch edge material inside gel device. Creases were observed.

Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.